Event description:
It was reported that during a surgical procedure for the right ventricular lead, the pulse generator's setscrew was stripped. The lead could not be disconnected and the lead and pulse generator were explanted and replaced the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the ventricular tip setscrew was stripped. Both septa were damaged and septum material was noted inside the ventricular tip setscrew inset.